Event description:
Device became blocked during clinical use in an anesthesia breathing circuit during a neurological surgery procedure in 2005. The user checked the flow resistance of the same device in a non-clinical (no pt present) breathing circuit in 2005 and found the obstruction to be less severe than it was at the time of the incident in 2005, although some resistance to expiration persisted. The user presumed that this reduced flow resistance was due to the device having dried out in the interim. The user acknowledged that this event may have been caused by the incorrect use of a nebulizer in the breathing ciruit in conjunction with the device.